Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that he experienced high blood glucose level of 400+ mg/dl. The customer drink lot of water to treat high blood glucose. Customer declined to troubleshoot for high readings. Customer did not call back to perform high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.